Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low peak tobramycin (tob) result generated by the data link2000 data manger (dl2000). The actual result from the instrument was ">12.0ug/ml". The result displayed at the dl2000 was "<0.5ug/ml". The sample was diluted, and the actual result of 14.1ug/ml was obtained. Treatment was not initiated or withheld as the low result was not reported out of the lab.

Manufacturer narrative:
Upon examination of the viewer files and review of the dictionary rules, it was found that the rule configuration was incorrect. Beckman coulter inc., (bci) fixed the rule configuration. Based on the information provided, the root cause for this event was an incorrectly configured rule. A malfunction will be assumed for the purpose of this report.